Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased and fluctuation in the threshold and fracture on the lead. There was also undefined high im pedance on the lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited intermittent pacing failure. The lead was explanted and replaced.